Manufacturer narrative:
The investigation is ongoing. This report is 1 of 2 being submitted for this complaint.

Event description:
As reported by the edwards field clinical specialist, during a transcarotid transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed 60:40 aortic/ventricle position and an attempt was made to post dilate due to minimal under-expansion. Following post dilation, it was observed that the valve had migrated toward the ventricle. A second valve was prepared, and an attempt was made to deploy this valve just above the previously implanted valve to prevent further migration. During advancement of the delivery system, the delivery system nosecone dislodged the first valve, resulting in migration of the valve into the left ventricle. A 22 mm balloon was advanced within the migrated valve and inflated, and an attempt was made to pull the valve back into the annulus; however, this attempt was unsuccessful. The second valve was never deployed, as it was removed safely with the delivery system. A decision was then made to proceed with an open surgical procedure to rescue the embolized valve and implant a surgical valve. The patient remained stable throughout the procedure and was reported to be intubated following the intervention. The devices were not available for return, as they were discarded. Of note, there were no insertion difficulties with the second delivery system. The valve was unintentionally deployed in a 60/40 position, which was not the planned deployment location, and there was no perceived patient related or procedural reason for the valve migration.